Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-8305 shaver console had a burning smell and would not function. This was discovered during a procedure. No additional information was provided.

Manufacturer narrative:
Additional info: b5. The complaint is confirmed as a control board overcurrent condition. Visual evaluation: the top cover and touchscreen were damaged prior to device return. Additionally, corrosion was observed on the rear side of the device. These observations are consistent with expected normal wear and tear. No other issues were observed. No external evidence of burning was observed. Functional evaluation: device ar-8305, (B)(6) was subjected to functional testing per wi-000103653. Upon removal of the top cover the interior was examined. Resistor r94 was found damaged. Testing was therefore discontinued to prevent further damage to the device. The investigation of the reported event of "the shaver console did not produce smoke but smelled like burning or melted plastic" was confirmed and attributed to an overcurrent condition per CAPA-00063.

Event description:
Additional information received on 3/6/2023: this was discovered during a knee arthroscopy procedure on (B)(6) 2023. Per the sales representative, the shaver console did not produce smoke but smelled like burning or melted plastic. The case was completed by removing the console and replacing it with another. The issue was noticed before the procedure, or the patient was in the operating room.